Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Customer was not able to continue with phone call at the moment and requested a call back. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.